Manufacturer narrative:
(B)(4). Baxter medical assessment: floseal has been used after expiration date in surgery. Use of a medical device with adequate labeling of the expiration date is a use error, and if it were to recur an adverse health reaction cannot be excluded. A follow-up report will be submitted upon receipt and evaluation of manufacturer's investigation.

Event description:
Customer stated floseal with an expiration of 31-may-2014 was used on a patient during surgery on (B)(6) 2014. Customer was confused on the different expiration dates of the thrombin and the floseal carton box. Customer was advised to go based on expiration date on the floseal carton box. No patient injury or adverse event occurred.

Manufacturer narrative:
(B)(4). Baxter hayward completed the investigation. No actual sample was returned for evaluation and no lot number was provided. Per baxter hayward, all lots of floseal kits are inspected for label copy and external print of lot and expiration date. Kit expiration dates are calculated by the shortest expiration date of any of the components included inside. No trend was identified. Per hayward, the user of floseal used this product after its expiration date and since this complaint issue is not determined as a product defect, no further action is required. This complaint will be kept on file for trending purposes.